Manufacturer narrative:
Age at time of event: 80 years old at the time of enrollment. Device is a combination product.

Event description:
It was reported that restenosis occurred. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. The lesion was located in the left superficial femoral artery (sfa) with 85% stenosis and was 140mm long with a proximal reference vessel diameter of 5.00mm and distal vessel diameter of 5.00mm and was classified as tasc ii b lesion. The lesion treated with pre-dilatation and placement of a 6mm x150mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the patient was discharged on dual antiplatelet therapy. On (B)(6) 2018, during a 24 month follow up, duplex ultrasound core lab noted 50-99% in-stent stenosis of the study stent deployed in the index procedure.